Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer report :defective item does not open, under examination "as per cc form": failure to open the stent inside the choledocus. Presence of a wire sticking out of the metal stent sheath. As per (B)(6) email on (B)(6) 2023: additional file opened for user error- product not inspected for kinks or damage before use (related to (B)(4) customer report :defective item does not open, under examination. "As per cc form": failure to open the stent inside the choledocus. Presence of a wire sticking out of the metal stent sheath. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. We have used another similar stent with success according to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal 2. What endoscope type and channel size was used? 4.2 mm 3. What was the position of the elevator? N/a, open, closed 4. Details of the wire guide used (diameter, type, make)?jagwire 0,035 mm 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no 7. Please advise the anatomical location of the intended target site. Choledocus 8. How long was the stent in the patient by the time this complaint occurred? 60 mm 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no 12. What intervention (if any) was required? Another stent placement 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 15. If yes, please specify what was observed and where on the device it was observed. Presence of a wire sticking out of the metal stent sheath. Stricture information: 1. What was the length and diameter of the stricture? 20 mm length, 6 mm diameter 2. Where was the stricture located in the body? Choledocus 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no 5. Was the stricture dilated before stent placement? N/a yes, no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no 2. Was resistance felt during insertion into patient? N/a, yes, no 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other 2. If other, please specify 3. Was the directional button pressed during use? N/a, yes, no 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, no 5. Was the yellow marker kept in view during deployment? N/a, yes, no 6. Are images of the device or procedure available? N/a, yes, no] questions related to during introducer withdrawal 1. Are images of the device or procedure available? N/a, yes, no 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning

Event description:
Supplement report being submitted due to the completion of the investigation on 10-jan-2024.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-10-11-6-b device of lot number c2053014 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The following complaints are related to the reported event: pr (B)(4) (emdr #3001845648-2023-00595) ¿ ¿defective item does not open, under examination¿. The device related to this occurrence underwent a laboratory evaluation the returned device lab examination findings and observations can be referred through attached photos on evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in deploy position. Safety wire still in place. Red shuttle on 4th dimple. Kink observed on flexor below handle, kink observed on flexor 11.5cm (clear section) and 25.6cm from white tip. Stent partially deployment on returned. Functional inspection: handle actuating fine for deployment and recapture. Unable able fully deploy stent, reaches point of no return. Unable to remove safety wire. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use/product label. It should be noted that the instructions for use (ifu0062) states the following: ¿visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the customer/rep testimony, the device was not inspected prior to use and therefore, this complaint is deemed user-error. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use-error was identified from the available information. As per the customer/rep testimony, the user did not inspect the device prior to using it on the patient which is in contradiction of the warnings section of the IFU (ifu0062) stated above. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per customer/rep testimony, the patient received another stent that was similar with success. Complaints of this nature will continue to be monitored for potential emerging trends.